Event description:
Additional information was received indicating that the oversensing previous reported was due post-paced t-wave oversensing.

Event description:
It was reported that oversensing was observed on the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has ben performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.